Event description:
Hcp reported patient presented with signs of an infection of the lead track and lumbar region. These include redness, swelling, drainage, and incisional wound opening. Pt was treated with total device system explant. Device was not returned to the MFR for analysis. Hcp reports pt's infection resolved. Risk factors include diabetes.